Event description:
Since (B)(6) 2021, I had headaches almost daily. I began to notice by mid (B)(6) that days when I didn't use the CPAP machine, my headaches were non existent. I noticed the length of use each night was directed related to the severity of the headache the next day. I also experienced several issues if funny feelings in my chest. It wasn't really pressure and it was hard to describe. Several heart test were done and nothing was found. The first month off the machine I had no headaches. I am now experiencing them some days even without using the machine. FDA safety report ID # (B)(4).